Event description:
The customer reported that the system displayed monitor errors and the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the idc and the hard drive. He also reconnected all pcbs of ipc1000. The system operates as intended.